Event description:
Icp monitor sensors have been providing an inaccurate reading which could have very detrimental affect to the patients treatment and recovery. (B)(6)2015 per affiliate: elective procedure on the (B)(6).experienced (c 3 years) registrar inserted microsensor (tunneled basic kit). No issues and obtained a sensible looking icp reading approx. 5. 90 minutes later the reading went to -50 and it did not make any sense based on the patient condition. Microsensor was removed, new one inserted (ICU). The ICU lead educator I saw is pretty sure the explanted probed were discarded/destroyed. Three complaint are: (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It was initially indicated that the device associated with this complaint would be returned. This report has been corrected to indicate that the sample is not available.complaint sample was not returned to codman; therefore, the evaluation could not be performed. While the lot number for the kit was provided, the serial number for the included microsensor was not; therefore, a review of the manufacturing records associated with the sensor could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. H3 other text : device not returned for evaluation